Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to inflations issues. The device was removed and replaced with a new app. No device damage was observed upon removal. There were no patient complications.